Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experience discomfort during dwell one of six on the home choice (hc). The hp performed a manual drain equal to 5044ml. It was reported that the home patient (hp) manually filled with 2000ml before starting therapy on the hc and the initial drain alarm was set to 0ml. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 17,000ml, the therapy time equaled 10:00, the fill volume (fv) equaled 2700ml, the last fill volume (lfv) equaled 500ml, the dextrose was set to same and the initial drain alarm was set to 0ml. The technical service representative (tsr) arranged the return of the device and discussed the use of manuals supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.